Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) buckled, the bending rubber cut, the remote control button (1) misconfigured, and the remote control button (2) misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588 (channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.